Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the emergency medical services was called on (B)(6) 2015. Customer blood glucose level at the time was 30 mg/dl. The customer stated that they were unresponsive. Troubleshooting was declined. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.